Event description:
A ventilator was returned to the manufacturer due to an allegation the device was alarming for a low oxygen input. It was reported the device was recently serviced by a third party service center. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a leak related to the oxygen delivery system inside the device was observed due to not being properly connected, causing the device to alarm. The tubing was reconnected to address the issue.